Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 4 years since the subject device was manufactured. Based on the results of the investigation, a defect of the image sensor unit, or a failure of the internal circuit board of video connector or the system caused the b30 error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed, the b30 scope communication error could not be reproduced nor were there any connection issues; however, the connecting tube did have a dent. The device evaluation found that the connecting tube coating was peeling (1mm squared or more). Additional findings include the following: the forceps could not be inserted smoothly due to damage to the channel tube, the bending angle in the up direction exceeded the standard value due to a deformation of the bending tube, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the universal cord had a dent, the bending tube was deformed, the adhesive on the bending section cover had a chip, the channel cleaning brush could not be inserted smoothly due to damage to the channel tube, and water tightness was lost due to a dent on the distal end. The following had a scratch: the scope connector cover, scope connector, universal cord, insertion tube rotation ring, forceps channel port, switch box, angulation lever, up / down plate, grip, scope cover, and the control unit. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had a b30 scope communication error occur, had a poor connection, and a dent in the fiber base. The issue was found during preparation for use. There were no reports of patient harm.